Event description:
It was reported that during device change out for normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected and a successful induction test was performed. Lead will be monitored.